Event description:
Medtronic received information that during bypass, leakage was observed from the heat exchanger of the affinity nt oxygenator. The oxygenator was changed out and the case was completed with no adverse patient effects reported. The product was returned for analysis.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual inspection showed no outward signs of cracks or damage throughout oxy or ports. Blood side pressure integrity testing was performed at 3 l/min. With 23 psig of back pressure for 10 min. During the test there was a leak observed from the side seam of the heat exchanger. Conclusion: the leak from the seam of the heat exchanger was confirmed through testing of the returned product. A partial void may have formed during adhesive dispensing into the adhesive groove of the heat exchanger allowing for acceptable pressure test results prior to distribution. It is possible a physical shock encountered during shipping or handling of the product may have compromised that bond. (B)(4).